Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguenal hernia repair. According to the reporter: a piece of plastic broke off tip of sils shears. The plastic was retrieved and taped to the handle. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.